Manufacturer narrative:
(B)(4) the dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/13/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2016. The reaction was described as a red, itchy rash, located under the sensor patch. The affected area was treated with triamcinolone acetonide ointment prescribed on (B)(6) 2016, for a previous skin reaction. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of skin reaction was not confirmed. A root cause could not be determined. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.